Event description:
Customer reported expiration date on test strip vial doesn't match expiration date on the box. Treatment information was not provided. A request was made for return product and replacement product was sent.